Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. No e or a alarm unspecified noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working properly and shows pump error code so he changed the battery o it but still getting the code so he kept the pump off. Customer stated it was not turn all at all this time. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.